Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to get manual injections to treat a blood glucose level of 450 mg/dl due to her insulin pump not functioning. The customer stated that she continued to have high blood glucose levels despite her changing the insertion site. The insulin pump was not replaced or returned for analysis.